Event description:
It was reported that the device constantly alarmed, and the temperature was incorrect. This was found during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number; corrected. D9: date returned to mfg.: 5/29/2024. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem as the over temperature alarm activated. The root cause of the issue was determined as the membrane switch caused the lcd numbers to keep climbing resulting in the over temperature alarm activating. The membrane switch was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.